Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated there is no confirmation whether the reservoir locks into place. The customer also reported that due to sensor glucose verses blood glucose values, insulin deliver was suspended. The customer experienced low blood glucose readings, but did not require medical intervention was reported. The insulin pump will be returned for analysis, but the sensor will not be returned for analysis.